Event description:
User facility medwatch uf/importer report (B)(4) was received on may 28 2015, and the report states the following: ¿part of the anchor broke off in the bone. The doctor said there was no way to take it out, because of how deep it was in the bone and to continue closing.¿ the procedure was a right hip arthroscopy with labral repair using a bioraptor knotless suture anchor (part number and lot number unknown). There were no reports of patient injuries or complications.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).